Manufacturer narrative:
The date of death is an estimate based on information reported to the manufacturer. The exact date of death was not provided. The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient passed away due to a suspected pulmonary embolism. There were no reports of device-related issues from the patient prior to the passing. Patient passed away of suspected pulmonary embolism. I emailed in to tech services on (B)(6) but received no response. Procedure date on (B)(6) 2022. Was the issue resolved? If yes, how? Patient passed away. Was the product replaced? No. Is the product being returned? No. Event type? Medical only. What was the formal medical assessment regarding the cause of death? (Please obtain cause of death directly from a hcp) suspected pulmonary embolism. Does the physician or a hcp believe the cause of death was related to the nevro procedure, device or therapy? No.